Event description:
Additional information received noting that the patient's infection was at their neck incision site.

Event description:
It was reported that the patient was prescribed a course of antibiotics before the event resolved. No further information has been received tod ate.

Event description:
It was reported that the patient's infection resolved (B)(4) 2019.

Event description:
Clarification received that the patient's lead had also been explanted with the generator due to infection. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?, code 81: device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that the patient's generator was explanted within a month of initial implant due to infection. It was reported by the physician that the event was a serious adverse event that led to in patient/prolonged hospitalization and intervention taken. The patient was admitted to the hospital for 3 days . Severity was noted to be moderate and had a causal relationship to the implant procedure. The device history records of the generator and lead were reviewed. Sterility of both products prior to release for distribution was verified. No further relevant information has been received to date. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.